Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had urinary retention prior to the device and that their retention had not worsened as a result of the device/therapy. The patient stated catheterization was their 'standard of care' prior to the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient mentioned they recently changed their program, which was not effective for them, so they returned to the original program they had at the time of implantation. Over the last couple of weeks, they have been experiencing increasing urinary retention. Today, they attempted to use the restroom six times but could barely urinate. The symptoms began around two and a half weeks ago and have been worsening since. The patient mentioned that about a month ago, they met with a manufacturing representative (rep) who advised them to try a different program, specifically program 4 at 1.0. However, the symptoms worsened with this adjustment. The patient also reported having trouble with the communicator, experiencing difficulty connecting to the ins. A replacement communicator was sent and they were advised to contact their healthcare provider if the issue persisted. On 2024-dec-10, additional information was received from a healthcare professional (hcp). The hcp reported that the patient goes into and calls the office frequently to ask questions about things going on with them. According to the notes the nurse was seeing, there was no allegation of retention. The patient was seen on (B)(6) 2024 where the patient was complaining on urinary frequency and urgency. They also had an email correspondence with the patient on (B)(6) 2024 because the patient was complaining of bladder spasms and uti type symptoms. The patient got a urinalysis done on (B)(6) 2024 and it was confirmed the patient did not have any infection. They also reported that the manufacturing representative (rep) met with the patient on (B)(6) 2024. On 2024-dec-10, additional information was received from the rep. They reported that spoke to this patient approximately a week ago and they switched programs over the phone. They had planned to meet with them at the clinic on (B)(6). So, they did meet with the patient and added another program for them to try. The patient told them that since we switched programs the week prior that everything was going well. They spoke with their nurse practitioner that they were meeting with this and was told that the patient was on three different types of overactive bladder (oab) medications as well. The nurse practitioner was trying to get the patient to stop one medication at a time however patient was not compliant and following their orders. They spoke with the doctor who believed there was a placebo effect. They were unaware if any bladder scans were done to prove whether or not they were in retention. The last game plan that they had was for the patient to discontinue one medication at a time hopefully they follow providers orders. When they met with the patient on (B)(6), they were able to avoid normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.